Event description:
Customer stated that the unit was involved in a patient burn to the upper thigh/buttock area.

Manufacturer narrative:
Hospital will not release the unit until they have completed their investigation.